Manufacturer narrative:
(B)(4). Pt info requested and all available info is included in sections a and b. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer reported the pt did not receive medication for 19 hrs. The device read 19.4mls infused but the syringe still had 19.4mls in it. This was noticed when the device turned off by itself and a "calibrate" alarm occurred and the nurse opened the syringe chamber door and noticed that 19.4 mls were still remaining in the syringe. There was no report of pt harm or medical intervention. Although requested, no further pt or event info was provided.